Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the stress for the use, external factor or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the insertion tube of the subject device was partially peeled off more than 1mm2 during the incoming inspection for the repair at olympus service operation repair center (sorc). There was no report of patient injury associated with this event.